Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: the keypad cover was lifted at the ok button, but all of the buttons responded properly. The keypad cover was removed and no defects were found. The pump was opened and the keypad flex was fully seated and there was no moisture found internally. Unrelated to the original complaint, the audio bolus button cover was damaged, but was response. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a button/keypad issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.